Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed that the safety slider was in the starting position and that the deployment mechanism was not in use. The system was found contaminated with blood. Inside the grip two components were found broken. A production related cause could not be identified. Potential factors that could have led or contributed to breakage of the grip components have been evaluated. Based on the trending result the reported event represents an isolated incident and previously reported similar complaints could not be reviewed. This kind of event may be related to transportation/shipping of the product but there was no report of packaging damage. Based on the information available a definite root cause for the reported event could not be identified. The IFU states: ''do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit', and 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent placement procedure, the vascular stent could not be deployed. The procedure was stopped and the entire system was removed without issues. There was no reported pt injury.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. The device history records are being reviewed. The event is currently under investigation.